Event description:
A faulty stent was reported, following device being used in a patient. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th distal stent segment was raised and deformed. Numerous other segments were misaligned.

Manufacturer narrative:
Evaluation results: related to operational context (device damaged during procedure). Inherent risk of procedure (stent deformation). Deformation problem 709 none (no device returned for analysis). Conclusion results: related to operational context (device damaged during procedure). Known inherent risk of a procedure (stent deformation). (B)(4).